Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the customer believed the heartstart mrx defibrillator was thinking the pt was moving when they were not, and therefore the device was not analyzing properly. There was no negative pt impact.